Manufacturer narrative:
The reported events of dislodgment and far p oversensing were not confirmed by analysis. The reported event of failure to retract helix was confirmed by analysis. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood for analysis. Final analysis did not find any anomalies except for the helix being clogged with blood/tissue. No anomalies were detected.

Event description:
It was reported that the patient presented in clinic for a right ventricular (rv) lead revision due to far-field p-wave oversensing. It was discovered that the rv lead had dislodged. On (B)(6) 2025, the rv lead was unable to be repositioned because the helix failed to retract. The rv lead was explanted and successfully replaced. The patient remained stable.